Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contracted lfs alleging a battery indicator on the patient's one touch ultra 2 meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: the patient was unable to test his blood glucose since 2008. On the night of the same day, the patient took his set amount of insulin (novomix 70/30 of 30 units); however, thinks that he should have lowered it, since the following morning at 7:30 am, he reportedly felt "low" and skipped his usual medication of (novomix 70/30 of 30 units set amount) and ate a chocolate bar. He allegedly felt better 10-15 minutes later after eating the chocolate bar. The patient was unable to verify his exact symptoms, only that he felt "low". The patient continued to take his diabetes medication at 5pm, that day and the following day. The patient did not seek any further medical attention or contact his physician for assistance. A normal blood glucose reading for the patient is between 7-9 mmol/l. The patient tests approximately three times a day and takes his insulin twice a day. The patient has not changed the battery per the owner's booklet, and the patient has had he meter since 2008. Products were replaced. The complaint is being reported since the patient was unable to test due to the battery indicator and alleged he exhibited symptoms of low blood glucose the following morning due to taking his set amount of insulin. The patient felt better after self-treatment with food.